Event description:
It was reported that pump touchscreen was cracked and shattered, and customer was unable to interact with pump because screen was unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.